Manufacturer narrative:
The customer technical specialist (cts) assisted the customer with telephone troubleshooting and had the customer clean the probe wipe assembly, but this did not resolve the issue. The cts then guided the customer to clean the probe wipe's backwash evacuation pathway, from tubing at port #5 on the probe wipe assembly to the top of the vic (vacuum isolation chamber) using bleach to clear any possible obstruction (clot, clog, etc.). Following this cleaning, the customer ran blank cycles with no further drips from the probe observed. Coulter ac·t diff.

Event description:
The customer reported a fluid leak of approximately 3ml from the probe on a coulter ac·t diff analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.